Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer' insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 142mg/dl. The caller also mentioned that the device was stuck in the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.